Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The right iliac was successfully stented with a 7x100mm non-abbott stent being placed over the omnilik elite from the aortoiliac bifurcation to the external iliac artery. The situation worsened as the right side was opened, but there was no flow due to manipulations with the 7f introducers and the 8f sheath. The case was completed with manual compression to the right common femoral artery due to the calcification, which caused a cuff-miss to occur when a proglide was used. After a day the patient had to undergo surgery as the stents were again occluded. The occlusion was a mixture of thrombosis and mesh. The patient is doing well after undergoing surgery. No additional information was provided. Concomitant: guide wire: storque 35 cordis; stent: 7x100mm everflex, 7x59mm omnilink elite. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported needle to cuff miss/suture retrieval issue appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 6x60mm armada 35 and 7x59mm omnilink elite devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat a 100% stenosed and heavily calcified restenosed lesion in the external iliac artery. Following pre-dilatation, a 7x59mm omnilink elite stent was implanted. The stent had 15% residual restenosis; therefore, a 6x60mm armada 35 balloon catheter was advanced and inflated past the rated burst pressure to fully appose the stent. The balloon ruptured circumferentially. During an attempt to remove the ruptured balloon parts of the balloon became stuck with the struts of the implanted stent and caused the balloon catheter to separate. The proximal part of the balloon catheter was removed. To remove the entrapped distal portion of the balloon, a non-abbott wire was advanced on the left side and an 8f introducer was crossed over to the right common iliac artery. The non-abbott wire was pulled through from left to right; however, the tip of the wire got stuck in the previous implanted stent resulting in stent struts becoming flared. An unknown 5mm dilatation catheter was advanced via the left side and while performing successive dilatation of the balloon, the separated distal part of the armada 35 balloon catheter was removed from the stent struts. The separated part of the balloon was then fixed using a 70cm-6f-sheath from the right side and an 8f sheath from the left side. Via a long maneuver with push and pull, the separated part of the balloon catheter was removed through a 7f into the 8f sheath out of the body.